Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30oct2015. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that on (B)(6) 2018, the patient developed pain at the insertion site. The next day, the patient developed some bloody drainage at the site which became green 24 hours later. The patient did not endorse fevers or vomiting but stated that she had intermittent chills and nausea. The patient also complained of intermittent pain radiating down her left arm. An electrocardiogram (ECG) was done which remained unchanged from prior tests and the patient¿s troponins were negative. The patient was started on intravenous (IV) vancomycin and ampicillin-sulbactam for presumed infection with blood cultures and discharge cultures sent. Wound cultures grew methicillin-resistant staphylococcus aureus (mrsa). Blood cultures remained with no growth to date (ngtd). A transthoracic echocardiogram (tte) showed no vegetations. The patient had an incision and drainage (I&d) at the driveline site on (B)(6) 2018 and operating room (or) cultures revealed mrsa. Infectious disease was consulted, and the patient was to continue on IV vancomycin at 1.5 grams (gm) every (q) 24-hours for a 6-week course. The event reportedly resolved on (B)(6) 2018.